Manufacturer narrative:
Currently it is unk whether or not the device may have caused of contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. A diabetic educator from a doctor's office called and stated that the pump is working normally but they were just wondering what could be cause of the no delivery alarm. Caller was advised that it could be a site issue like scar tissue, set tissue, or even a bent cannula causing this. Caller did not have the pump with her. Caller was advised to call back. No add'l info provided.